Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a feeding pump. The covidien service center received the unit with adapter on (B)(6) 2010. Upon evaluation, the technician found the power adapter to be burnt.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.